Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, generalized illness, rupture this report contains supplemental information for mentor psr reference number (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent an unspecified breast implantation procedure with two 325cc mentor memorygel breast implants, experienced decline in health, stress, implant sickness, memory loss, brain fog, severe depression, mood swings, anxiety with suicidal thoughts, tingling in fingers arms and toes, numbness and ice cold. Patient also had rib and sternum pain. Breathing, bra, laying or sitting in one position for too long also hurts. Patient also experienced terrible night sweats, excessive sweating, underarms sour smell, urine smells bad, migraines, vaginal infections, ph off balance, skin issues, perioral dermatitis, scalp issues, dry skin and hair, hair falling out, dry eyes and mouth, heart palpitations, chest pain, tightening throat, swollen glands, light sensitive eyes, sound sensitive ears, venous insufficiency in legs with veins removed, low vitamin d, easily bruise, painful ovarian cyst, significant weight loss, lump in breast, breast pain, and suspected breast rupture. As a result, the patient underwent bilateral removal on (B)(6) 2019. This medwatch form is for the right breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).